Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had fluctuating lactate dehydrogenase likely due to thrombus in medwatch report mw5163046. The pump speed and power of the device were fluctuating. A computed tomographic angiography (cta)) was obtained and showed eccentric thrombus with up to 50% stenosis, tampering to anastomosis. Pump speed was increased (B)(6) 2020 to 10,200rpm and a right heart catheterization was performed. The thrombus was not resolved, and the patient's symptoms and monthly lab work (lactate dehydrogenase) would be monitored.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section d4: model number, catalog number, and primary UDI corrected. Section d6a: date of implant corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.